Event description:
It was reported that the customer received alarms, including a button error alarm on his insulin pump, after it was submerged in water. He was advised to discontinue use of the pump and revert to a back up plan. His blood glucose level was 222 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was monitored and no error alarm was noted. The insulin pump was received with moisture damage at the motor and electronic assemblies. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.